Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v914061, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had less than 50% therapy relief. The patient did not achieve the same symptom reduction with the implant as she did with the basic evaluation. Impedance testing and reprogramming were performed. The patient was reprogrammed multiple times by the nurse in the office to try to achieve efficacy. The patient was not willing to undergo a revision for improved symptom control, she wanted the device removed. The physician does not feel it was the fault of the device. Explant was done. Regarding the patient outcome, it was noted that the patient had not yet been seen by the office for her post op appointment to evaluate how the patient was doing now. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).